Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst. It was later reported that the patient heard a bang/burst sound. After that, the patient wanted to urinate, however was unable to do so. An ultrasound examination was performed and resudal urine was seen and the catheter was removed. There were no missing pieces of the balloon.

Manufacturer narrative:
Received 1 biocath lot sample for evaluation. The reported event was unconfirmed. The sample was evaluated and it was observed that the balloon was not burst. No pinch or blockage was observed. Per the functional evaluation, the sample was able to be inflated and deflated without difficulty. The sample was sent for an immersion test and passed. The following results were obtained from the dimensional evaluation: eye snip length: 3/32¿; inflation lumen coverage: 10 thou; balloon thickness: n/a; burst initiated from bottom collar of sac: n/a. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the balloon burst. It was later reported that the patient heard a bang/burst sound. After that, the patient wanted to urinate, however was unable to do so. An ultrasound examination was performed and resudal urine was seen and the catheter was removed. There were no missing pieces of the balloon.